Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent up button response due to corroded keypad traces. Unit had cracked lcd window, cracked case at display window corners. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the act button was unresponsive. Customer¿s blood glucose was 145 mg/dl at the time of incident. Customer stated a crack in the screen. The insulin pump will be returned for analysis.